Manufacturer narrative:
(B)(4).batch #: n9129v. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The handpiece was received attached to a harh45 device. The nose cone was cracked and separated. The handpiece was disassembled to remove from the device attached. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is probable that the ingress of moisture affected handpiece functionality. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. .

Event description:
It was reported prior to a laparoscopic roux-en-y the surgery tech assembled the disposable to the hand piece and it would not tighten down. The disposable device was stuck to the hand piece and could not be disassembled. The procedure was completed with a like device with no patient issues.